Event description:
The patient reported that the doctor will be doing surgery in the morning and she had lost her patient programmer to turn stimulation off. The patient called the office this morning and she was told to call the manufacturer. Patient services reviewed we could not get a lost replacement programmer to her on time for the surgery. The patient noted never having therapeutic effect. The patient said the surgery is to tighten up the area. The patient said the implantable neurostimulator (ins) is not really working. She still has a lot of bowel incontinence. The patient said since implant (B)(6) 2013, they changed the programs and leads on it several times but seemed to be the same thing. She still had the sphincter control problem. The patient said this is actually the first surgery, they are going in to try tighten up the sphincter control and get that pocket repaired first. Ever since implant it had not helped bowel issues. They had the patient on multiple medications to try to help with it too ongoing, having to take imodium/ remodel/ central/ willcall/ a number of medicines to help solidify and make the stools firmer but none of it had worked that well. Additional information received from the healthcare provider noted that there was no surgery on the device. The patient had sphincter reconstruction. Unknown if device related.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# va05xpd, implanted: (B)(6) 2013, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).